Manufacturer narrative:
(B)(4).

Event description:
The patient presented in clinic for device interrogation when noise on the rv channel was observed. . The device was explanted. The patient condition was fine.